Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-05777, 2134265-2013-06438, 2134265-2013-06439, 2134265-2013-06440. It was reported that during a coronary artery stenting treatment procedure, balloon rupture occurred. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was stable angina (ccs classification: 4) and the subject was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Pre-dilation was attempted using two apex balloon catheters of size 1.5x15mm and 1.5x12mm, however balloon rupture was noted. As pre-dilation failed, rotablation using a 1.25mm rotalink burr and a 0.009x325mm rotawire extra support guidewire was performed. Post rotablation, no reflow was noted which was treated with balloon angioplasty. Then a 2.50x28mm promus element plus stent was implanted. Following stent deployment, a grade a distal stent edge dissection was noted distal to the target lesion, which was treated with placement of a 2.25x8mm bailout stent. Following post-dilatation, residual stenosis was 0% and timi 3 flow was noted. During the index procedure, the patient developed a peri-procedural myocardial infarction. Cardiac enzymes were noted to be elevated meeting universal definition of myocardial infarction. No action was taken in response to the event.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).